Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed, the speaker holes were cleaned and insulin delivery was resumed. Customer's blood glucose ranged from 99-100 mg/dl.